Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer complaint. The suspect device was returned for investigation. Service technician was unable to reproduce customer reported complaint that states, "device stopped working while on a patient on sunday on (B)(6) 2023." A visual inspection of device was conducted and found no visible signs of damage, defects, or contamination. The ptv was connected to an external power source and event trace data was retrieved and reviewed. The reported date (sunday on (B)(6) 2023) does not reveal any unusual alarm or error condition. Unit was then connected to power source and charge status led was observed flashing amber, after approximately 10 minutes. Charge status changed to solid green. Ptv was powered on and bench testing was performed, unit was found to be passing on all counts. Vent passed 96 hours of extended test without any power issue or unusual alarm condition. Service performed several power on/power off test, vent passed with no issues. Vent was then docked to a docking cradle, external power led and battery charging status lit. Vent passed initial final test and initial alarm volume test using automated test fixture which test the total functionality of the vent. Unit was opened and inspected. No anomalies was found. Processed vent thru service to meet all factory specification and standard. There was no problem found. The ventilator works as intended.

Event description:
It was reported to vyaire medical that the revel ventilator stopped working while on a patient. Patient was placed on another bi-pap machine at that time. Furthermore, there was no patient harm reported from this event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.